Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, decreased r-wave amplitude, increased capture threshold, and decreased pacing lead impedance were observed. The lead was repositioned and the electrical measurements were good. The patient was in good condition post-procedure.